Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unit had scratched lcd window, cracked display window corner and cracked reservoir tube lip. No crack lcd screen noted.

Event description:
Customer reported being hospitalized for diabetic ketoacidosis. Customer reported a broken pump and cracked lcd screen. The blood glucose reading was 300+ mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.